Event description:
It was reported that the system rebooted itself while in use for a pt exam. The customer also reported the system has done this previously.

Manufacturer narrative:
System was evaluated by field service engineer. Error logs were evaluated, system power supplies were checked, and circuit connections were tested. Field service engineer replaced a circuit board and tested system. System functioned as intended after repair.